Event description:
Pt reported experiencing elevated blood glucose levels (400 mg/dl). Pt indicated that she had been sick, stressed, and fatigued. Pt indicated that the piston rod and adapter has been used longer than recommended. Pt indicated that she bolused 3 units of insulin in the air and insulin came out of the tubing.